Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that, in (B)(6) of last year, the patient had the wires removed from the machine; the patient said the unit was still in there be he was never going to use it again. The patient stated that they were taken out during surgeries he was having but the insurance company could not justify flipping him over to take out the ins and all they could justify was taking the wires out. The patient said that they took the wires out because he was not using the machine, it was not working correctly for him personally and he requested them taken out that way he could have an MRI done because he was told the only problem with an MRI was the wires. The patient said his healthcare professional wants him to have an MRI and the MRI place is being told that he cannot have an MRI because he still has the machine implanted. Patient services reviewed that every piece needs to be removed and recommended that the patient contact the MRI facility. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID, 3986a, lot# n0025540, implanted: (B)(6) 2005, product type: lead. Product ID: 3986a, lot# lc3080, implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. It was reported the leads were removed in 2015, but the ins is still implanted. The hcp stated the leads either failed or migrated. The hcp didn¿t know when the lead migrated or failed. No further complications were reported.